Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to poor coaptation. A new device was implanted and there were no patient complications reported.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to recurring incontinence caused by poor coaptation. The entire system was removed and replaced and there were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff, pump and balloon were visually and microscopically examined, and leak tested. No anomalies were found with the cuff and pump. A pinhole in the balloon was found in the proximal to the sphere adapter junction. Based on the information available and analysis results, the pinhole identified in the balloon could have caused or contributed to the reported clinical observation of mechanical anomaly. Product analysis confirmed the reported mechanical issue. This damage would affect the functionality of the device and would therefore be the most probable cause for the reported urinary incontinence issues. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Event of date is an approximate. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.